Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Hospital stated: we noticed that we have had multiple chest tube drainage units that look as though the tubing got too hot and melted, this drain was opened, but not used, it exhibited the same tubing issue.

Manufacturer narrative:
Additional information: section d9, h6 & h10 additional related mfg report numbers: 3011175548-2024-00145, 3011175548-2024-00146, 3011175548-2024-00148, 3011175548-2024-00149, 3011175548-2024-00177. Investigation summary: it was reported that the tubing of six drains looked "as though the tubing got too hot and melted, where it rest against the clamp, when it is coiled in the packaging." The user explained that at least two of these drains were used and that one patient experienced and issue with suctioning (no details of what the issue was were given) and the other did not. The other four drains were not used. The clinician investigating the issue believed there was a leak in the patient tube and could hear the air leak around where the tube looked melted. A nurse also heard the same thing. Pictures of 4 patient tubes were provided, all of which appeared patent, but looked as though they had been kinked or compressed previously. Two of the four tubes had residual drained fluid on either side of the kink. The used devices were not available for return, however the customer returned drains of the same lot they had in inventory. 4 boxes were returned (2 were the original getinge shipping boxes unopened and 2 were not). A total of 21 drains were returned, all from lot 507325 with their pouches unopened. Each drain was opened to check for damage to the patient tube. Every drain had small indents in the patient tube under the blue clamp. None of these indents appeared to puncture through the tube or restrict its patency. None of the patient tubes were kinked or appeared compressed like in the pictures that were provided by the user. Because the user complained of a possible air leak, leak testing was performed on 8 of the returned drains (the two most severe looking indents from each box). A capability analysis was performed to verify that the data is statistically normal and does not surpass the upper specification limit, both of which were determined to be true. Dd003148 (atrium oasis, express chest drains and accessories product requirements) rev 25, states in pr_6.2.37 that "the system shall not leak more than 4 ml/min when subjected to -20 cm h2o within the collection chamber." All tested drains were found to meet the product requirement for air leaks. None of the drains opened, used, and photographed by the user were returned so they could not be evaluated. The issue shown in the provided pictures does not match the indents seen on any of the returned drains. A DHR review was completed for the subject lot and no anomalies in manufacturing were identified. An ncr query was completed for lot 507325 and no ncrs were identified. Manufacturing procedures contain adequate inspections to make it very unlikely for kinked or damaged tubing from leaving the facility. The IFU provides adequate instructions for use of the device. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. One standard deviation excursion was identified, as a result of 6 individual complaints opened for this issue. A complaint history review was completed, but did not provide information to aid in the investigation. A recurring lot number report was completed for lot 507325 which did not identify any additional complaints involving this lot. A review of crs/capas did not find related records. Based on the pictures provided by the user, the complaints that the patient tubes were deformed are confirmed. However, no evidence was provided to confirm an air leak. None of the opened devices were returned and the 21 drains from the same lot that were returned had no sign of the deformation. Most of the returned drains did have indents in the tubing from pressing against the blue clamp, however none of them affected the patency of the tubes or opened the tube to the outside atmosphere. Leak testing on 8 of the returned drains confirmed that they met specification. The evaluation of the returned unopened drains of lot 507325 provides further evidence that this issue was most likely not caused by manufacturing or shipping. It cannot be confirmed that the devices were nonconforming when they left getinge. The deformation of the drains most likely occurred at the user's facility, however with the available information the root cause is impossible to define. H3 other text: device not return, samples from same lot evaluated.

Event description:
N/a.